Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a change sensor alert. The customer's blood glucose level was 503 mg/dl. The customer treated with manual injections. The customer stated the bad sensor alert occurred after 2 consecutive cal error alerts. The customer's sensors were replaced, and was advised to return the sensors for analysis.